Event description:
It was reported that a customer mistook for a blood glucose result the active meter's display of 482, which is the number coded into the meter by the code key of the active strips. An unspecified time later, he lost awareness and convulsed. He was hospitalized for hypoglycemia. This reporter was unable to discern treatment given from the handwritten report submitted by the foreign affiliate. A nurse verified there was no test result in the memory of the new active meter. The customer did not follow manufacturer's instructions for testing. No device malfunction was noted. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).